Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/17/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles and residue of lubricant material on the lens related to the handling of the unit out of a sterile environment. One of the haptic was also observed damaged/distorted. The conditions of the product returned is consistent with a unit that was previously handled and prepared for surgical process. The customer reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted / explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was noticed on an intraocular lens (iol) upon opening the lens case. No patient contact was reported. Reportedly, the procedure was completed successfully using a backup lens with the same model and diopter size. No further information was provided.